Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that on an unspecified date the previous week, the pump lost power and he was admitted to the hospital with blood glucose (bg) of 384mg/dl with symptoms of extreme agitation, dry mouth, excessive urination, shaking, delirium, and moderate ketones. The patient stated that he was put on an IV and was given injections of short and long-lasting insulin. The patient stated that there is water behind the display screen. The patient reportedly noticed the moisture and power loss about a week ago. The patient denied any damage to the battery compartment or the battery cap, and the battery cap was reportedly replaced recently. The patient stated he has continued on the pump since the hospitalization and has not had any further issues, but noted there is still visible moisture in the pump. The patient also noted corrosion in the battery compartment. This complaint is being reported due to the allegation that the patient experienced severe hyperglycemia requiring medical intervention related to power loss.